Manufacturer narrative:
A xenon lamp was received and a visual assessment of the returned sample revealed no obvious nonconformity. The lamp was installed into a calibrated system for functional testing and found to meet specifications. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The customer reported that the system displayed system message (sm) - ¿failure to turn lamp on: lamp needs to be replaced. Please contact field service.¿ the system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. Nor could a complaint serial number (s/n) review could not be performed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the lamp did not turn on prior to a surgical procedure.